Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative from a transaction of rectum for laparoscopic low anterior resection, a leak was observed. The patient underwent laparotomy and defunctioning ileostomy.